Event description:
It was reported the patient does not have stimulation. Diagnostic testing revealed high impedance readings on all lead contacts. The patient is to follow-up with the physician and x-rays are to be taken as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.